Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient stated that he has had a couple of infections. Patient stated that he has had an infection from each ins. It was asked when the infection had occurred. Caller said that he didn't remember. Caller stated that the infection happened right after they put it in and had nothing to do with medication. Patient stated that he blew up like a tire. Pt started that the infection traveled from the front to the back and they had to remove all the equipment. The patient reported that the entire system was removed for 6 months. The patient was in the hospital for a couple of days and was r e-implanted 6 months later. The infection resolved. The patient noted that this infection occurred years ago.